Event description:
It was reported that the pacing portion of this right ventricular lead was surgically abandoned, due to high pacing thresholds. Another lead was implanted instead. No adverse patient effects were reported.